Event description:
Removal of endosseous dental implant after 4 months healing period. Implant was placed in site area #14. It is reported that the pt has thin ridge.

Manufacturer narrative:
It was reported by the doctor that the pt has thin ridge. Hiossen inc. Was unable to investigate since lot number and actual product is not available. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant systems. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure. Therefore, the failure of implantation is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.